Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure the agility wire had withdrawal difficulty and then fractured / separated in the patient. The procedure was to remove clot from the right mid cerebral artery. This is a patient of unknown age with medical history including atrial fibrillation. A non-cordis micro-catheter was used for the procedure. An adequate/continuous flush was maintained to the mc at all times. After positioning the mc at the target lesion, the physician went to remove the agility gw and felt some/minimal resistance/friction. As he continued, approximately 5 cm of the gw was noted to have fractured/separated. The patient was not symptomatic and the physician continued the procedure. The separated piece was successfully removed with the remaining clot burden. The procedure was completed successfully. There was no reported patient injury. The fractured piece will not be returned with the remaining product for inspection. The product was returned for inspection. One non sterile agility 14 standard was received in a plastic bag. It was observed during analysis that the guidewire was entwined at the distal tip with a concentric medical merci clot retrieval device. Both devices are missing their distal portion most approximately 1cm (which was not returned along with the devices). In addition, blue tubing was entangled with the two devices. This tubing is not native to the guidewire. It was observed that the agility 14 standard was fractured. The unit was received in a plastic bag and sent to sem analysis to more deeply investigate the fractured condition of the coil and the core wire. Sem analysis results showed that the core wire fracture surfaces presented evidence of bending and smearing characteristics. Reverse bending and/or pulling could be related to these surface characteristics. The coil presents evidence of smearing, twisting and pulling; it appears that the separation occurred while the coil was being stretched/pulled, since the coil was found unraveled and the tip of the fracture presents "pen point" which is a common characteristic of pulling fractures. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. Per (B)(4) medical report (B)(4) a DHR was performed and found no conformities within the manufacturing process. The complaint reported by the customer as: "guidewire- withdrawal difficulty-from vessel" could not be evaluated due to the received condition of the product. The complaint reported by the customer as: "guidewire- fractured-separated/in patient" was confirmed due to the received condition of the product; however it does not appear to be manufacture related. Sem analysis results suggest that this fracture condition presents characteristics of pieces which were stretched/pulled until fracture. It is possible that procedural factors could have influenced to the reported failure. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. The complaint reported by the customer as: "guidewire- withdrawal difficulty-from vessel" could not be evaluated due to the received condition of the product. The complaint reported by the customer as: "guidewire- fractured-separated/in patient" was confirmed due to the received condition of the product; however it does not appear to be manufacture related. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel and procedural issues may have contributed to the...

Event description:
The report received from the field indicated that the patient had a history of atrial fibrillation and the procedure was to relieve the clot burden in the right mid cerebral artery (rt mca). A non-cordis micro-catheter was used for the procedure. An adequate/continuous flush was maintained to the mc at all times. After positioning the mc at the target lesion, the physician went to remove the agility gw and felt some/minimal resistance/friction. As he continued, approximately 5 cm of the gw was noted to have fractured/separated. The patient was not symptomatic and the physician continued the procedure. The separated piece was successfully removed with the remaining clot burden. The procedure was completed successfully. There was no reported patient injury. The fractured piece will not be returned with the remaining product for inspection.